Manufacturer narrative:
The certas valve (ID 828804pl) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 7. The valve was visually inspected; a needle hole in the needle chamber was noted. The valve passed the tests for programming, occlusion, leak, reflux and pressure. Root cause analysis - no root cause could be determined for the issue reported by the customer as the technician could not confirm any functional issues with the valve at the time of investigation. A possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the device. At the time of investigation, no functional issues were noted with the valve.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve (ID 828804pl) was implanted via ventriculoperitoneal (vp) shunt on (B)(6) 2024. The valve failed and stopped working a day after being implanted. Therefore, the valve was removed and replaced on (B)(6) 2024. The patient is currently doing well.